Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73m1800269 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the case the clips were coming out already closed or not properly loaded in the device.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with its rotation tab bent. A clip was partially loaded incorrectly into the jaws of the applier and was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to load properly into the jaws of the applier as the clip became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The proximal end of the feeder was bent due to the clip stacking. The sample was received with 9 clips remaining, including the partially loaded clip indicating that 6 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One sample was returned with its rotation tab bent. A clip was partially loaded incorrectly into the jaws of the applier and was stuck in the bent rotation tab. Upon functional inspection, the next clip was unable to load properly into the jaws of the applier as the clip became stuck in the bent rotation tab. It was found that the clips were out of position and stacking on one another. The proximal end of the feeder was bent due to the clip stacking. The sample was received with 9 clips remaining, including the partially loaded clip indicating that 6 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that during the case the clips were coming out already closed or not properly loaded in the device.